Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced periods where the pump felt abnormally hot. There was no reported impact to the customer's blood glucose level. Review of pump data upload by tandem technical support did not reveal any temperature alarms or temperature readings outside of normal range.

Manufacturer narrative:
(B)(4).